Event description:
It was reported that this patient experienced six shocks while out shopping and required hospitalization. The patient's son contacted boston scientific technical services to discuss the event and the patient's hypothesis that electromagnetic interference (emi) from the store theft detectors caused the shocks. However, technical services stated that if the patient was walking at a normal pace, emi from these detectors are not likely to result in inappropriate therapy. It was recommended that the patient contact their physician and provide device data for further evaluation. Exhaustive attempts were made requested regarding the device serial number, the physician/hospital name, and the resolution, but was not yet been received. At this time, the device remains implanted and in service. The patient was stable with no additional adverse consequences.